Event description:
Date of event: 2009. According to the information received, an end user reported a cutoff catheter, which caused some bleeding when inserted by a home health nurse.

Manufacturer narrative:
One catheter was received for evaluation. Visual inspection revealed the tip of the catheter was cut off; therefore, the complaint is confirmed as reported. Examination of the cut off catheter revealed that the catheter had been placed too far down in the pouch so that the tip was cut off during the packaging/sealing process. This was evidenced by a void through the end of the pouch matching the outline of the cut-off end of the catheter. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, coloplast concludes that this does not represent the overall quality of the lot.